Event description:
The new tek reli on blood glucose monitoring system was purchased in july 2005. I found that my glucose readings were unusually high. I contacted my doctor and had a fasting blood glucose testing done in a hospital lab, which had a reading of 97 mg/dl. The new tek reli on reading was 118 mg/dl. Later that day I had a second test done in my doctor's office and compared the reading against his blood glucose device. The office device had a reading of 137 mg/dl, and the new tek reli on reading was 166 mg/dl. I contacted hypoguard by phone and requested a refund. The company sent a return label and the device was sent back. Hypoguard received the device in august, but I had not received a refund to date. A second letter was sent in september and a follow-up phone call in october. This device is not accurate and consumers need to know that hypoguard does not honor their return policy. One more note. The customer service rep at hypoguard stated that the readings were still in their error margin. I think the consumer's health deserves better than this.